Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09067. It was reported that the patient presented for a device change out procedure. Prior to the procedure, a noise with noise reversion episode was noted on (B)(6) 2019. Additionally, noise and reversion episodes were noted on the implantable cardioverter defibrillator's right ventricular channel on (B)(6) 2019. It was suspected that the right ventricular lead was oversensing the patient's left ventricular assist device. Programming changes were made to the chronic device. The device was then explanted and replaced. The same adjustments were performed on the newly implanted device. The patient was stable throughout the procedure.